Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained from the same side of the lesion via anterograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After crossing a guidewire, a 2.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at 8 atmospheres for 5 seconds however, the balloon ruptured. The procedure was completed with a shorter size coyote¿ balloon catheter. No patient complications were reported and the patient's status was good.